Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Consumer dipped swab in reagent liquid then in swabbed her nose on accident and wanted to make sure she was not in danger. Tss advised to follow testing procedure.

Manufacturer narrative:
Subject: consumer dipped swab in reagent liquid then in swabbed her nose on accident and wanted to make sure she was not in danger. Tss advised to follow testing procedure. Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Event description:
Consumer dipped swab in reagent liquid then in swabbed her nose on accident and wanted to make sure she was not in danger. Tss advised to follow testing procedure.